Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice cassette leaked from the refill bag. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a damaged supply line tubing. Functional tests including clear passage test and clamp function test were performed with no issues noted. Leak testing identified a leak from the damaged tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred when the flow wrap pouching equipment attempted to make the seal. Should additional relevant information become available, a supplemental report will be submitted.